Manufacturer narrative:
Additional info: additional information was received and it was learnt that the symfony intraocular lens, model zxr00 +23.0 diopter, was explanted from the right eye of the patient on (B)(6) 2018 and replaced with a pcb00 +23,5 diopter. The patient was reported doing very well when discharged. The following treatments/prescriptions were given by the doctor: zymar, acuvail, maxidex eyedrops. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the patient is complaining that starbursts, ghosting and halos are getting worst and things she used to see before she can't see now. Reportedly, the surgeon is considering doing a lens exchange. No further information was provided. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient complained about halos and cannot drive at night. She needs to wear glasses for driving, watching tv, etc. She can read without glasses. The intraocular lens (iol) remains implanted. Additional information indicated that right after surgery, the patient started to see very bright and huge fireworks, or spider webs from any light or reflections. Distance vision is very poor. After watching tv, her vision gets blurred. No issues with reading and the computer. No known contributing patient medical history. Doctor has not yet decided if a secondary medical or surgical intervention is required. No additional information was provided to abbott medical optics. Note: both eyes were impacted by the event. This report is for the right eye.